Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00181 on 15-jul-2021. Additional information (13-aug-2021): siemens further investigated the issue and determined that the cause of the event was due to the malfunction of the base reagent lid spring clip. The issue was resolved with replacement of the base reagent lid spring clip as part of normal routine instrument troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and informed siemens that advia centaur base reagent splashed into an operator's eye when the operator attempted to replace the reagent on an advia centaur xp instrument. The operator was not wearing eye personal protective equipment at the time of exposure. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the spring clip of the reagent lid and verified that the lid operates properly. The cse also verified that there was no leak from the straw or reagent bottle and primed base reagent without an issue. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that advia centaur base reagent splashed into an operator's eye when the operator attempted to replace the reagent on an advia centaur xp instrument. When the operator lifted the base bottle lid, the straw ejected and a small amount of base was splashed into her eye. Subsequently, the operator performed an emergency eye wash procedure. The operator did not experience pain. No medical attention was required. There are no known reports of adverse health consequences due to the event.